Event description:
The customer contacted stryker to report that their device would unexpectedly lose power after analyzing rhythm or when going to deliver energy. In this state the device may not be able to deliver defibrillation therapy, if needed. The patient associated with the reported event suffered an adverse event; however, the customer confirmed that the device use did not contribute to the patient's outcome.

Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was not able to verify and duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would unexpectedly lose power after analyzing rhythm or when going to deliver energy. In this state the device may not be able to deliver defibrillation therapy, if needed. The patient associated with the reported event suffered an adverse event; however, the customer confirmed that the device use did not contribute to the patient's outcome.